Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Insulin pump received with cracked battery tube threads. Broken battery cap and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's top of the cap split from the threads and the o ring used to seal it fell out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.